Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d1; d4; d9; g3; h2.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h4; h6. Visual examination of the returned product identified nicks and gouges are noted to all areas. Distal tip is bent and deformed. Device is confirmed fractured at last thread. Both fractured pieces were returned. Distal guide rod fracture has tool marks that were created to possibly remove the device in the field. Dimensional analysis was performed on guide rod diameter and diameter above threads and were in specification. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the positioning guide rod fractured. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.